Manufacturer narrative:
Complaint conclusion: the stent of a 24mm x 80mm palmaz genesis on opta pro 135cm stent delivery system (sds) deviated from the lesion when it was released. As a result, the stent was grasped with a non-cordis device and was pulled into the renal artery. The stent was then retracted into an unknown guiding catheter and removed. The stent was fully expanded and flush against the vessel wall when released. The total length of the stented segment was 20mm and the stent was not fractured. This was during a procedure to treat an 86% renal artery bifurcation stenosis. The lesion had mild calcification but showed no signs of tortuosity. There was no reported injury the patient, and the patient was in stable condition post procedure. The stent was deployed at 8 (eight) atmospheres within an actively moving artery segment but moved forward, over the location of the lesion. The device was stored and prepped per the instructions for use (IFU), there was no difficulty prepping the device, and the stent was not manipulated during preparation. Cordis clinical personnel were not present during this procedure; however, the physician has used the palmaz genesis balloon mounted stent multiple times prior to this procedure. There was no difficulty removing the sds from the patient. The product was not returned for analysis. A product history record (phr) review of lot 82212998 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors or vessel characteristics (mild calcification and a rate of stenosis of 86%) may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the stent of a 24mm x 80mm palmaz genesis on opta pro 135cm stent delivery system (sds) deviated from the lesion when it was released. As a result, the stent was grasped with a non-cordis device and was pulled into the renal artery. The stent was then retracted into an unknown guiding catheter and removed. There was no reported injury the patient, and the patient was in stable condition post procedure. The stent was deployed at 8 atmospheres (atm) within an actively moving artery segment but moved forward, over the location of the lesion. The stent was fully expanded and flush against the vessel wall when released. The total length of the stented segment was 20mm and the stent was not fractured. This was during a procedure to treat an 86% renal artery bifurcation stenosis. The lesion had mild calcification but showed no signs of tortuosity. The device was stored and prepped per the instructions for use (IFU), there was no difficulty prepping the device, and the stent was not manipulated during preparation. Cordis clinical personnel were not present during this procedure; however, the physician has used the palmaz genesis balloon mounted stent multiple times prior to this procedure. There was no difficulty removing the sds from the patient. The device will not be returned for evaluation as it was discarded.